Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the extension on the 24cm duoglide (line 2) kinked/collapsed during crrt. The line was positioned in the jugular and when it was hooked up for "continuous", a memory in the clear extension portion of the catheter reportedly became extremely soft and resulted in the machine stopping. It was reported that the machine usually runs up to 300 but could only achieve 200-250. The line stopped working altogether and a new line was required.